Event description:
Reporter says his device states "urgent medical device correction. Device may be experiencing lower readings than supposed to." Reporter states that he has been cross checking his readings with finger stick readings. Readings match, confiriming device is accurate. He says he left a voicemail for abbott and will be contacting them again soon.